Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, a sales representative reported via (B)(4) that the ar-12990 scorpion had a needle break off and is stuck in the device. This issue was discovered during a case with no patient harm.